Manufacturer narrative:
Block h6: problem code a0402 captures the reportable investigation result of balloon burst. Block h10: investigation results a visual and microscopic examination of the returned complaint device found that the balloon was torn longitudinally, which confirms the reported event of balloon burst. The catheter was noted to be kinked. Based on the available information, it is possible that factors encountered during the procedure, such as the interaction with any surface during the procedure could create friction on the balloon, that caused the balloon to torn longitudinally, which was perceived as a burst during the procedure. The kink found in the catheter is likely occurred due to the manipulation advancing the device in the scope to remove it. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a cre balloon fixed wire dilatation balloon was used in the patient during an esophagogastroduodenoscopy (egd) with balloon dilation procedure performed on (B)(6), 2021. During the procedure, it was noted that the balloon was inflated to 18mm, then up to 20mm, then up to 7atm then the balloon immediately popped. The balloon was removed and the procedure was completed with another cre balloon fixed wire dilation balloon. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a cre balloon fixed wire dilatation balloon was used in the patient during an esophagogastroduodenoscopy (egd) with balloon dilation procedure performed on (B)(6) 2021. During the procedure, it was noted that the balloon was inflated to 18mm, then up to 20mm, then up to 7atm then the balloon immediately popped. The balloon was removed and the procedure was completed with another cre balloon fixed wire dilation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.